Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was oversensing on the ventricular channel. Programming changes were discussed although not performed due to patient not showing up for their appointment.

Event description:
New information received notes that programming changes were made. The patient seemed to be asymptomatic before, during, and after device reprogramming.